Event description:
It was reported that the box of bd micro-fine¿ + insulin syringe was incorrectly labeled. The following was received by the initial reporter: we are about to send the attached to dsv south-africa where the mislabeling took place. Just wondering if you have any additional info available about this shipment? Checking under which pr-number this complaint was raised. Customer transpharm (pty) ltd received product: 320930 (dsv sku 407091) / batch: 2178054 but incorrectly labeled by dsv as product: 407098 (bd sku 320829) / batch: 2136574.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned two photos of the 30gx8mm bd shipping carton. The customer reported customer transpharm (pty) ltd received product: 320930 (dsv sku 407091) / batch: 2178054 but incorrectly labeled by dsv as product: 407098 (bd sku 320829) / batch: 2136574. We are about to send the attached to dsv south-africa where the mislabeling took place. Just wondering if you have any additional info available about this shipment. The photos were examined and displays a box with a label displaying mat#: 320930 and lot number: 2178054. No other photos were presented, therefore, based upon the photos alone this reported issue cannot be confirmed. A review of the device history record was completed for batch#: 2178054. All inspections and challenges were performed per the applicable operations qc specifications. Based on the photos received, embecta was unable to confirm the customer¿s indicated failure (label information incorrect). Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the box of bd micro-fine¿ + insulin syringe was incorrectly labeled. The following was received by the initial reporter: we are about to send the attached to dsv south-africa where the mislabeling took place. Just wondering if you have any additional info available about this shipment? Checking under which pr-number this complaint was raised. Customer transpharm (pty) ltd received product 320930 (dsv sku 407091) / batch 2178054 but incorrectly labeled by dsv as product 407098 (bd sku 320829) / batch 2136574.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.